Event description:
Subsequent to the initial report filed, additional information received reporting the right to left shunt was confirmed after the procedure. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effect of atrial septal defect (atrial perforation) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the definitive cause for the reported atrial perforation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter (sgc) was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after removal of the steerable guide catheter (sgc), a right to left shunting at the septum was observed. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. After removal of the steerable guide catheter (sgc) from the left atrium, a right to left shunt at the intra-atrial septum was observed due to high atrial pressure in the right atrium. No additional information was provided.